Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and screen under protector was damaged and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place damaged pump in storage mode and return it with prepaid label, and advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.